Event description:
The customer stated that they received erroneous results for one patient sample tested for gluc3 glucose hk gen.3 and a second patient sample tested for alb2 albumin gen.2 on a cobas 8000 c (701) module. The erroneous results were not reported outside of the laboratory. An aliquot cup of the first sample initially resulted with a gluc3 value of 17 mg/dl. The same aliquot cup was repeated on a second c 701 analyzer, resulting as 92 mg/dl. A new aliquot was made from the parent tube and tested on the second c 701 analyzer, resulting as 92 mg/dl. An aliquot cup of the second sample initially resulted with an alb2 value of 5.7 g/dl on (B)(6) 2018. The same aliquot cup was repeated on a second c 701 analyzer, resulting as 4.2 g/dl. A new aliquot was made from the parent tube and tested on the second c 701 analyzer, resulting as 4.2 g/dl. The patients were not adversely affected. The gluc3 reagent lot number was 30265201, with an expiration date of 31-mar-2019. The alb2 reagent lot number was 33647301, with an expiration date of 31-jul-2019. The customer inspected the c 701 analyzer and suspected that there was an issue with the cell rinse unit. The field service engineer determined that there was a drip in the detergent dispense and adjusted the incoming pressure. He ran precision studies and all checks passed. Based on a review of worldwide data of qc recovery for the reagent/calibrator lot combination used by the customer, no reagent issue was found. Investigations have determined that the issue was resolved by the service actions.